Manufacturer narrative:
Evaluation summary: the condition of the pump head module keypad channel c channel select button does not function was confirmed. The pump head module keypad channel c was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
On january 15, 2010, during device evaluation by baxter, the pump head module keypad channel c channel select button on a colleague cx triple channel volumetric infusion pump was found to be not functioning. There was no patient injury or medical intervention necessary according to the hospital representative. During device evaluation, the event history was not able to be downloaded, there for the software version cannot be obtained.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the device could not be fired after closing. No blade came out. The surgeon changed to use another device to finish the procedure. There were no adverse consequences for the patient.